Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the customer had been experiencing difficulty charging. A replacement usb cable and wall adapter were sent to the customer. Customer reported blood glucose level was 160-190 (mg/dl). Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.